Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system after running out of insulin, changing supplies, and resuming delivery, with blood glucose values in the 300s mg/dl and an unannounced meal contributing to elevated readings; a previously removed infusion set was discarded and could not be inspected for a bent cannula. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user education, reinforcement of meal announcement, supply change, and continued monitoring with improvement over time. Investigation included technical support review and troubleshooting with the user. Investigation of this case revealed no confirmed device malfunction and a probable use-related and supply-related contributor to hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributing factors including missed insulin due to supply depletion and an unannounced meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.